Manufacturer narrative:
A1, a2, a3, a4, and a5 unknown. An internal investigation was initiated to determine the cause of the malfunction. The unit was not returned for further investigtation or analysis of the device. Inogen will file a supplemental report, if necessary.

Event description:
It was reported that the patient's device overheated and stopped producing oxygen while visiting the doctor's office. Reportedly, the device failed to alarm to no avail. In turn, the patient received oxygen wherein 911 was called. Reportedly, the patient has no recollection of being transferred to the hospital.